Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(4), ubd: 08-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg ml at 2500 mcg ml) via an implantable pump for intractable spasticity. It was reported that  the  catheter  was connected to a shunt tube that went into the ventricle of the brain. Hcp had to go in through the skull because the pin connector from the catheter had become disconnected from the shunt. Hcp simply sutured the shunt back on to the pin connect because catheter pin was disconnected. The issue was resolved at the time of this report. Patient status, alive no in jury.